Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) earlier than expected. Premature battery depletion is suspected. This device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.